Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of an "error code 417:317:850:000". This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a 417:317:850:000 error code was not confirmed by baxter personnel during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional information: a device history record review was performed, and during evaluation the pump was found to be without the backlight. The flat panel cable (fpc) was re-inserted & pump passed subsequent testing. The device has not been previously sent into service for the reported condition of ''error code 417:317:850:000." This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. Should additional information be received, a follow-up medwatch will be submitted.